Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with broken battery tube threads and scratched display window.

Event description:
Customer reported that he had high blood glucose and the insulin pump is cracked it had a piece missing. Nothing further was reported.